Event description:
Information was received from a consumer regarding the patient¿s implantable infusion pump for spinal pain. It was reported on (B)(6) 2016 that the patient stated the pump ¿flips around¿ when he gets a refill. The patient is having trouble finding a healthcare professional to fill his pump in his area. The patient was being medicated through the pump with morphine (concentration and dose unknown). The patient¿s status was unknown. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.